Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that her stimulator was not working at all. The patient clarified that the patient programmer (pp) showed her stimulation was on but she did not feel stimulation and was experiencing a return of symptoms. These issues started the day of the call. During the call, the patient confirmed that stim was on. The patient stated that she was on p4 at 1.3. The patient tried increasing stim to 8.5 and reported that she did not feel stimulation. Additionally, the patient tried p1, p2, and p3, increased each program to 8.5, however still did not feel stimulation. The patient was redirected to follow up with their healthcare provider (hcp) to address the symptoms/programming. Patient services reviewed options for the patient, to leave the stimulation at the prior setting or to turn stimulator off until the patient can speak with their hcp. No further complications were anticipated/reported.